Event description:
On (B)(6) 2012, pt reported she has experienced hyperglycemia and the menu, up, and down buttons on the infusion device function intermittently. Pt ate toast and delivered a 0.5 unit bolus on (B)(6) 2012, and her blood glucose elevated to 238 mg/dl before lunch. Her normal blood glucose is 80-120 mg/dl. She treats hyperglycemia by delivering a bolus or insulin injection. Pt's doctor believes the hyperglycemia is caused by the defective buttons. The buttons are not flat, the infusion device was not dropped on a hard surface, and the key-lock feature is not activated. The infusion device does not produce an audible noise when the buttons are pressed. The battery was replaced, but this did not resolve the issue. The infusion device was replaced and requested for eval. The pt did not require assistance from a health care professional or second party to address the issue.